Event description:
The technician indicated there is no audible alarm sounding for the pt positioning monitor when he exits the bed.

Manufacturer narrative:
The technician found that the led for the position mode flashes. The technician replaced the scale board and calibrated the scale to repair the bed.